Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (abscess) at the implant site and was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024 and reimplantation is planned but had not taken place at the time of this report.